Event description:
The port flushed well and good blood return was verified. Chemotherapy infusion started. Approximately 45 minutes into the infusion, the portacath site dressing was noted to be wet.the infusion was stopped. The patient was taken to the or and the port was removed. At time of removal, a pin point size hole was noted on the outside rear of the port, slightly off center. Review of port access by staff members concluded clinician access was consistently performed using correct technique and correct size huber needle.